Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. Per the information provided the device was not available for evaluation and no part number was available either. We have been unable to establish a relationship between the device and the reported event or determine a root cause on this occasion. The manufacturing records for the canister reported show no evidence that the product did not meet specification at the time of manufacture. The pump DHR review could not be performed, as no part or serial numbers were provided. However, we have no reason to suspect the device did not meet specifications at the time of manufacture. The complaint history review found further instances of the reported event in the past years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The IFU offers further guidance on this type of event, the users are advised to consult this to delineate a re-occurrence of the event. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the client was treating a closed incision cardiac surgery of a child with gauze kit with channel drain and touch canister 300ml. The machine immediately gave a full canister alarm. The customer changed canisters and the alarm remained. Finally, the customer got a renasys go, keeping the material, except the canister he needed to changed because the model of the machine was different, and the alarm was resolved. No patient harm reported.